Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced some pericardial pain a few days after implant. High threshold and decrease in sensing amplitude were observed. An echo revealed a minimal pericardial effusion. The lead was repositioned with no consequences to the patient.